Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to physical damage on electrode end while going through the interventricular septum. The screw bent during left bundle area pacing. The lead is expected to return for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A helix mechanism test failed due to the helix housing being clogged with dried blood. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to physical damage on electrode end while going through the interventricular septum. The screw bent during left bundle area pacing. No adverse patient effects were reported.